Event description:
Pt reported experiencing elevated blood glucose of 500 mg/dl. He indicated that he received an 01 (empty cartridge) alarm and had difficulty clearing the alarm. Pt stated that his blood glucose rose to 500 mg/dl before he was able to clear the alarm. He reported experiencing chest pain, poor vision, tightness in his skin, nervousness, and excessive thirst. Pt stated that he administered a bolus to address the elevated blood glucose issue. His normal blood glucose range is 100-200 mg/dl. Pt reported that he did not have any allegations against the infusion device. Company representative advised pt on how to properly clear the alarm. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.